Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their controller would not let them adjust their intensity up or down. Patient said they would get settings not available when trying to adjust intensity. Agent asked, patient said the issue started about 3 weeks ago. Patient was on group a and did not have groups b or c to try. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they would try to contact with their rep first and then try the doctor's office after that. Patient (pt) called back and repeated previously documented information and reported that they have group b. Agent asked the pt to change groups from a to b and pt reported having the same message 'settings not available' and was unable to increase stimulation. Pt mentioned that they have an appointment with the healthcare provider (hcp) on (B)(6). Pt reported they have informed their rep today. Agent redirected the pt to hcp to further address the issue. The patient reported they unable to turn up stimulation, and high impedances were discovered: the 8-15 lead had impedances all over 40 ,000. The rep moved programming to the 0-7 lead and the issue was resolved. Patient left clinic happy with new programming and was able to turn stimulation up and down to comfort. The cause is unknown, but the rep noted they would report any new information that becomes available.